Manufacturer narrative:
Please note the following correction: the initial report indicated that "the hospital discarded the device." However, it was discovered that the device was not discarded and was returned to the manufacturer for investigation. Result: the penumbra system 5max ace reperfusion catheter (5max ace) was fractured in the strain relief approximately 1.0 cm from the hub. Conclusion: evaluation of the returned device confirmed a fracture in the strain relief. This type of damage typically occurs due to improper handling during removal from packaging. If the 5max ace is removed from the packaging hoop forcefully or at an angle, the strain relief may fracture due to excess force and bending. These devices are 100% visually inspected for damage during process inspection.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. Upon removal from packaging, the 5max ace catheter was found to be kinked and was not used. The procedure successfully continued using a new 5max ace catheter.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.